Manufacturer narrative:
During testing the mechanism it was found that the regulator closer was unseated. The door was able to open and close. The mechanism was installed to a test bed. The unit powered on and passed the self test. The pvt unrestricted flow test was performed three times and the unit passed each time as the regulator closer would not snap into place and stay seated. The regulator closer was replaced, but the teardrop post on the mechanism chassis was inadvertently damaged in the process. The pvt unrestricted flow test was performed an additional three times and this was completed each time without any free flow. The pvt operation test was performed and each test was completed within specification. The device performed a run-in test with rate set at 125 ml/hr vtbi 2000 ml and this was completed without any errors. The probable cause for the unseated regulator closer was due to wear and tear on the regulator closer. This report represents all info known by the reporter upon query by hospira personnel.

Event description:
The device mechanism was returned to the service ctr with a report from the customer contact that stated malfunction displayed. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided. There was no indication of a reportable malfunction; however, during verification testing at the service ctr, the device mechanism was received with an unseated regulator closer.